Event description:
It was reported that there were concerns of premature battery depletion (pbd) related to this pacemaker. Boston scientific technical services (ts) reviewed the available data and noted that power consumption was elevated, however the data was not recent, so a request for more recent data was made so an accurate analysis could be performed. This device remains in service with plans to continue to monitoring. No additional adverse patient effects were reported. Additional information was later received approximately one month later, that showed the remaining battery projection had reduced from six years to one year in approximately 13 months. A safe replacement calculation of 90 days was made by boston scientific technical services (ts).

Event description:
It was reported that there were concerns of premature battery depletion (pbd) related to this pacemaker. Boston scientific technical services (ts) reviewed the available data and noted that power consumption was elevated, however the data was not recent, so a request for more recent data was made so an accurate analysis could be performed. Additional information was later received approximately one month later, that showed the remaining battery projection had reduced from six years to one year in approximately 13 months. A safe replacement calculation of 90 days was made by boston scientific technical services (ts). Subsequently this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.